Manufacturer narrative:
Received the following: one used. List #011-cl3187, 17" (43 cm) appx 5.4 ml, bifuse add-on set w/chemolock¿, 3 clamps (blue, 2 white), dry spike adapter; lot #unknown. One used. List #011-cl-10, chemolock¿ bag spike; lot #unknown. One used. List #unknown, extension set w/ piercing pin; lot #unknown. Two used. List #unknown, 5% glucose 250ml bag; lot # (x78r2, x52s8). No visual damages or anomalies were observed on the 011-cl-10. The reported complaint of a leak on a 011-cl-10 could not be confirmed. The returned samples were tested and met product specifications. A device history lot number review could not be conducted because no lot number(s) was/were identified. D9 device returned to manufacturer on 2/20/2025.

Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received.

Event description:
It was reported that the chemolock¿ bag spike had a leak. It was stated, "we had an issue with this line on tuesday, just after starting the infusion the line started leaking just beneath the bottom chem lock. We stopped the infusion immediately and disconnected the line. We checked by reconnecting and again chemotherapy started to leak from the same are." Oxaliplatin was the medication used with this product. There was patient involvement, there was delay in therapy, no adverse event and no harmed as a result of the reported event.